Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for sinus tachycardia. The device logic withheld the diagnosis until abrupt loss of atrial sensing, which resulted in the inappropriate shock. The cardiologist decided not to make any programming changes to the implantable cardioverter defibrillator (ICD)  at this time. The ICD remains in use. No further patient complications have been reported as a result of this event.